Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the functional tests completed which concludes "no direct risk; any defects identified can be remedied at short notice" - tension roller for power cable and damage to fiber optic but still within tolerance. The fse has noted that the device has passed and is in use again. Repairs to the sensor and tension roller were recommended. Unit has been released back to customer with pending repairs recommended that do not affect functionality.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit cannot display an arterial pressure waveform from the fiberoptic balloon. Error message read: iab sensor error or iab sensor module error (customer was not sure here). After the pump was exchanged for another cardiosave, the pressure curve could be displayed on the new iabp without any problems. There was no patient harm reported.